Manufacturer narrative:
Product event summary #investigation summary - it was reported that the implant was not working/functioning. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The healthcare provider was contacted to investigate the cause of the implant not working/functioning as well as clarification. No response has been received at this time. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. Root cause of the implant not working was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Healthcare professional reported that the device has been out of power for 6-7 years and that the patient does not wish to restored. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chest wall. It was reported that the caller stated her implant was not working/functioning. Caller did not know if the neurostimulator (ins) battery was depleted or if therapy was not working. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care provider (hcp) on (B)(6) 2018 reporting that the patient would be having an MRI for vertigo. It was asked but unknown if this was related to the device or therapy. No further complications were reported.